Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective date collection, that a lithovue flexscope was used during a cystourethroscopy with left ureteral stent placement,cystourethroscopy with right ureteral stent placement,left retrograde pyelogram with fluoroscopic interpretation,left ureteroscopy with laser lithotripsy,right retrograde pyelogram with fluoroscopic interpretation procedure performed on (B)(6) 2019. Post procedure four days after surgery, the patient had severe flank pain and went to the emergency room. The pain was resolved with medications.